Event description:
Customer called to report a diluent leak in the needle cartridge area of the coulter lh500 hematology analyzer. Customer stated that patient sample results were not affected, and that no one was exposed to or harmed by the leak. No death or injury is attributed to this event and there was no change to patient treatment. The operator was wearing a gown, gloves, and goggles at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) did not observe any leaking from the instrument. After examining the instrument, the fse determined that the needle drain tubing may have possibly been pinched by the door. The fse re-routed the tubing and no leaking was observed. The fse then verified the repair per established procedures, and the results met published performance specifications.

Manufacturer narrative:
The root cause of the leak is unknown; however, it is possibly due to the needle drain tubing being pinched by the door of the instrument. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)